Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since more than one pilot hole was created in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm or negative clinical effect to the patient due the unintended surgical steps performed with the aid of navigation, despite a direct (or increased) risk to harm a critical structure (nerves, spinal cord). There was no other harm or negative clinical effect to the patient reported, e.g. Due to the prolonged anesthesia of ca. 45 minutes. There were no further medical/surgical remedial actions necessary, done or planned, and hospitalization was not prolonged, for this patient as a result of the issue. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the 3 deviating pilot holes created at right l5 with the aid of navigation, is a combination of: visibility issues of the instrument (navigated non-brainlab driver whose stylet extended into the bone creating the pilot hole) due to the setup of the navigation system and instrument handling by the user. Regarding the setup of the navigation system, the reported distance between the camera and the surgical field during the surgery was shorter than the optimal range recommended by brainlab. Secondly, a smaller reference array was attached to the instrument than is recommended by brainlab. This led to multiple unsuccessful attempts to calibrate it, even before navigated invasive actions were performed. Log files from the surgery indicate that an accuracy warning message was displayed to the user during the calibration of the instrument. Nevertheless, the calibration of the instrument with potential calibration inaccuracies was accepted by the user. Regarding instrument handling by the user, a brainlab representative present at the surgery reported observing that the disposable reflective marker spheres of the instrument array were dirty during instrumentation of right l5. After some unsuccessful attempts the marker spheres were replaced. Interrupted tracking of the instrument due to the handling with the array tilted away from the camera was also observed. Further tests by the brainlab representative after the surgery were able to recreate the issues observed during the surgery. Instrument handling also explains why the visibility issues persisted even after a large reference array was eventually used to recalibrate the instrument. Altogether these factors negatively affected the detection of the instrument during navigation. A to a lesser extent contributing factor to the deviating pilot hole creation is: movement of the navigation reference array during the procedure in relation to the patient anatomy, due to an insufficient rigid fixation by the user, not as required by brainlab. As per the log files provided of this surgery, the navigation software displayed navigation reference array movement warnings to the user during the surgery, after the post-placement verification, indicating the occurrence of array movement. The navigation accuracy was correspondingly checked by the user after the warnings, as anatomy point acquisitions in the log files show, and the accuracy was deemed acceptable by the user to proceed. Additionally, a fusion of the pre-placement and post-placement scans also indicate a movement of one of the fixation pins. Finally, data provided by the hospital also showed that the reference array was attached at the left posterior superior iliac spine (psis) using two fixation pins that were longer than brainlab indicates, making the reference system prone to inadvertent movements due to any forces applied on it or the patient's anatomy. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Apparently, although some of the deviation between the instrument location display by the navigation and its position on and in the actual patient anatomy during the pilot hole creation was observed by the user, the full extent of the resulting deviation between the locations of the actual patient anatomy and the registered pre-placement patient image scan displayed by the navigation during the surgery was apparently not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for a fusion of vertebrae l5 to s1, due to spondylolisthesis, with intended placement of 4 spine screws bilateral for fixation (at l5 and s1), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. During the surgery, the surgeon determined that an initial pilot hole created at right l5, with the aid of navigation, deviated from its intended position by ca. 5 mm. After a few unsuccessful attempts to correct the deviating pilot hole with navigation, the surgeon was able to create a pilot hole at right l5 at the intended position without navigation, before placing the subsequent spine screw. According to the surgeon (treating clinician): the final outcome of the surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no actual harm or negative clinical effect to the patient due the unintended surgical steps performed with the aid of navigation, despite a direct (or increased) risk to harm a critical structure (nerves, spinal cord). There was no other harm or negative clinical effect to the patient reported, e.g. Due to the prolonged anesthesia of ca. 45 minutes. There were no further medical/surgical remedial actions necessary, done or planned, and hospitalization was not prolonged, for this patient as a result of the issue.